Event description:
Event verbatim [preferred term] burn injury [thermal burn]. Case narrative: this is a spontaneous report received from the (B)(6). The regulatory authority report number is (B)(6). A contactable pharmacist reported that a (B)(6) years-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used the heatwrap according to regulations (not directly on skin), after use for 6 hours (not lying), she experienced burn injury on (B)(6) 2018 which had to be treated by a physician. The action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of burn injury. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
(B)(4). They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn injury [thermal burn]. Case narrative: this is a spontaneous report received from (B)(4). A contactable pharmacist reported that a (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient used the heatwrap according to regulations (not directly on skin), after use for 6 hours (not lying) she experienced burn injury on (B)(6) 2018 which had to be treated by a physician. The action taken in response to the event for thermacare heatwrap was unknown. Therapeutic measures were taken as a result of burn injury. The outcome of the event was unknown. (B)(4). They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2018): new information received from product quality complaint: investigational results.

Manufacturer narrative:
The pcom search returned a total of 45 complaints for lower back and hip (B)(4) products during this time period for the class/subclass. Of the 45 complaints; 3 complaints has the batch number recorded as "unknown". The 42 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn injury [thermal burn], weeping [wound secretion]. Case narrative: this is a spontaneous report received from the (B)(6) regulatory authority bfarm. The regulatory authority report number is (B)(4). A contactable pharmacist reported that a (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on (B)(6) 2018 once daily for back pain. The patient medical history included depression; heart valve defect, cardiac dysrhythmia, alcohol use from time to time; plaster allergy, essential oil allergy, iodine allergy, sun allergy, disposition to severe skin reaction: sometimes rash all over the body. Concomitant medication included opipram 100 mg 1 tablet daily since (B)(6) 2018 and ongoing for depression. The patient used the heatwrap according to regulations (not directly on skin), after use for 6 hours (not laying) she experienced burn injury (3cm, weeping, grade unknown, on the back) on (B)(6) 2018 which had to be treated by a physician. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. Therapeutic measures were taken as a result of burn injury. After a few days of bandage and bepanthen wound and healing ointment, the scab of burn injury (circa 3cm, grade unknown) fell off in late (B)(6). The outcome of the events was not recovered. The reporter assessed the causality as related. According to investigational results from product complaint management system (pcom), the pcom search returned a total of 45 complaints for lower back and hip (B)(4) products during this time period for the class/subclass. Of the 45 complaints; 3 complaints has the batch number recorded as "unknown". The 42 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for lbh (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (24oct2018): new information received from product quality complaint: investigational results. Follow-up (26oct2018): new information received from the same contactable pharmacist includes: patient details, relevant medical history, product indication and dosage regimen, action taken, concomitant medication, event description, additional event (wound weeping), therapeutic measures, event outcome and reporter causality. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
The (B)(4) search returned a total of 45 complaints for lower back and hip (B)(4) products during this time period for the class/subclass. Of the 45 complaints; 3 complaints has the batch number recorded as "unknown". The 42 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this (B)(4) search, there is not a trend identified for the subclass of adverse event safety request for investigation for (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn injury [thermal burn], weeping [wound secretion]. Case narrative: this is a spontaneous report received from the (B)(6). The regulatory authority report number is (B)(6). A contactable pharmacist reported that a (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on (B)(6) 2018 once daily for back pain. The patient medical history included depression; heart valve defect, cardiac dysrhythmia, alcohol use from time to time; plaster allergy, essential oil allergy, iodine allergy, sun allergy, disposition to severe skin reaction: sometimes rash all over the body. Concomitant medication included opipram 100 mg 1 tablet daily since (B)(6) 2018 and ongoing for depression. The patient used the heatwrap according to regulations (not directly on skin), after use for 6 hours (not laying), she experienced burn injury (3cm, weeping, grade unknown, on the back) on (B)(6) 2018 which had to be treated by a physician. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2018. Therapeutic measures were taken as a result of burn injury and weeping. After a few days of bandage and bepanthen wound and healing ointment, the scab of burn injury (circa 3cm, grade unknown) fell off in late september. The outcome of the events was not recovered. The reporter assessed the causality as related. According to investigational results from pfizer (B)(4): scope: date contacted: (B)(6) 2015 through (B)(6) 2018, manufacturing site: pfizer (B)(4)/complaint class: wrap/parch/pad/ complaint sub class: adverse event safety request for investigation. The (B)(4) search returned a total of 45 complaints for lower back and hip (B)(4) during this time period for the class/subclass. Of the 45 complaints; 3 complaints has the batch number recorded as "unknown". The 42 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this (B)(4) search, there is not a trend identified for the subclass of adverse event safety request for investigation for (B)(4) products. There is no further action required. The root cause category is non-assignable (complaint not confirmed). The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (24oct2018): new information received from product quality complaint: investigational results. Follow-up (26oct2018): new information received from the same contactable pharmacist includes: patient details, relevant medical history, product indication and dosage regimen, action taken, concomitant medication, event description, additional event (wound weeping), therapeutic measures, event outcome and reporter causality. No follow-up attempts needed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: time frame sentence for investigation results from 24oct2018 was added. No follow-up attempts needed. No further information expected.